Event description:
It was reported that the home patient (hp) had a system error 2367 (power failure error that discontinues the present therapy and is due to a possible air in line) on the homechoice (hc) device during dwell 4 of 6, while the hp was connected. The reporter stated that there was a power outage in their home and the alarm occurred upon powering the hc device back on. The technical service representative (tsr) advised the hp to start over with new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.